Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. The customer stated that 3 weeks prior, she had received a motor error alarm, but she was able to resume use of the insulin pump. She stated that she had received the alarm several times in the past. Advised discontinuation and replacement of the insulin pump. Nothing further reported.